Event description:
It was reported that left ventricular lead was explanted after 1 week of implanted due to the lead backed out of the vessel. According to the additional information the outcome was good. The straight lead was fine, but the spiral was better for the new lead placement. No additional adverse patient effects were reported.

Event description:
It was reported that left ventricular lead was explanted after 1 week of implanted due to unknown reasons. No additional adverse patient effects were reported.